Event description:
The pt claimed that the down arrow button is not always responding to button presses and that she was not able to give the correct amount of insulin as a result of the button issue. She stated she gave 0.25 units of insulin more than she needed a couple of times and claimed that she had a low blood glucose event one of the times. The pt was unable to provide dates/times and what her blood glucose result was at the time but indicated that she self-treated with food. The pump reportedly has not been exposed to water and does not have any visible damage to the buttons. This complaint is being reported because the pt claimed she had a low blood glucose event as a result of the button issue.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be intact (no peeling/lifting) but the pump was intermittently responding to the keypad buttons, the up key was misaligned, all the key contacts were inverted and did not always spring back, the bolus button was hard to push, and there was evidence of adhesive/contamination under the button contacts.